Manufacturer narrative:
Product analysis: no product returned. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) was inserted through calcified vessels using the inline sheath. The dcs was unable to advance into the left common iliac artery. The dcs was withdrawn and serial dilatation was performed. A 20 french sheath was inserted and unable to pass beyond the iliac bifurcation. The patient became hypotensive following this attempt. Peripheral angiography revealed a large perforation in the left external iliac. An open cutdown and repair was performed. The physician reported it was unclear what caused the injury. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.